Event description:
Philips AED pads were applied to the pt and connected to the philips AED. Pt went into a shockable rhythm per the AED and strip responded as if shock was delivered. The pt's body also responded as if a shock had been delivered. However, strip noted and the machine verbalized no shock delivered. Second device utilized with same result. In manual mode, a shock of 150 joules was delivered with ECG indicating success.